Event description:
It was reported to philips that the external paddles were worn. The event occurred during clinical use, but there was reportedly no patient harm.

Manufacturer narrative:
The customer worked with the technical support representative. Customer requests a quote for the support of the external blades with worn contact rubber. Customer does not want application by the fse. Part will be applied by the hospital technician. The customer being sent a quote for the external paddles for their budgeting purposes. However, the case was closed. It was open for more than 90 days awaiting approval. If the customer approves the budget a new case will be opened to continue.